Manufacturer narrative:
Device evaluation: there was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There were multiple stent struts stretched and bent in the first and fourth through sixth distal stent rows. Magnified inspection presented no evidence of any product quality deficiencies contributing to the stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Access was obtained through the femoral artery. The 4.5x20mm, eccentric shaped, 80% stenotic, de novo lesion was located in the moderately tortuous and mildly calcified mid right coronary artery (rca). The lesion was predilated with a 4.5x15mm quantum maverick balloon. The physician first deployed a 4.5x20m omega stent in the distal rca. The physician then introduced a 4.5x24mm omega stent into the target lesion and during imaging observed that the device looked unusual. Upon removal, it was observed that the stent had moved forward, and it's structure was deformed. The procedure was completed with another 4.5x20mm omega stent. No patient complications were reported and the patient's status is stable. This device is only ous approved but is similar to marketed us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Access was obtained through the femoral artery. The 4.5x20mm, eccentric shaped, 80% stenotic, de novo lesion was located in the moderately tortuous and mildly calcified mid right coronary artery (rca). The lesion was predilated with a 4.5x15mm quantum maverick balloon. The physician first deployed a 4.5x20m omega stent in the distal rca. The physician then introduced a 4.5x24mm omega stent into the target lesion and during imaging observed that the device looked unusual. Upon removal it was observed that the stent had moved forward and its structure was deformed. The procedure was completed with another 4.5x20mm omega stent. No patient complications were reported and the patient's status is stable. This device is only ous approved but is similar to marketed us device.